Manufacturer narrative:
Exact date unknown, event occurred a day before the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced frequent and extended charging time of the ipg. Inadequate stimulation was also reported. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and the patient was doing well postoperatively. The explanted ipg will not be returned.